Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level ranged between 263-400. A systems check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer stated the pump supplies would be changed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.